Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed that the programmer power up with an error message. Errors were also found in the error log. The system fan was noisy and the filter was found to be out of electrical specification.

Event description:
It was reported there was an error message on the menu screen. No patient complications were reported as a result of this event.